Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis without the stent protector covering the crimped stent. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. A review of the batch manufacturing records found that the crimped stent was measured following the stent crimping process. The measurement record is within specified limits and concurs with measurements observed on the returned device during examination. A visual and microscopic examination found that there was no evident damage to the balloon profile. The stent appeared securely crimped onto the balloon and was set equal distances between the distal & proximal markerbands. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that the stent appeared longer. The target lesion was located in the left circumflex artery. The lesion was successfully dilated using a 3.00mm x 12mm emerge¿ balloon catheter. Then a 2.75x12mm promus premier¿ stent was advanced to the lesion without difficulty however it was noted that the stent appeared much longer than the emerge¿ balloon catheter and the stent was noted to be hanging into the left main artery. The device was removed from the patient and it was noted that the stent length was longer than the marked size of 12mm. No patient complications were reported and the patient was discharged.

Event description:
It was reported that the stent appeared longer. The target lesion was located in the left circumflex artery. The lesion was successfully dilated using a 3.00mm x 12mm emerge¿ balloon catheter. Then a 2.75x12mm promus premier¿ stent was advanced to the lesion without difficulty; however, it was noted that the stent appeared much longer than the emerge¿ balloon catheter and the stent was noted to be hanging into the left main artery. The device was removed from the patient and it was noted that the stent length was longer than the marked size of 12mm.. No patient complications were reported and the patient was discharged.

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).